Manufacturer narrative:
D.3. Product manufacturing site updated upon receipt of additional information. G.9. Manufacturer report number updated and reported under 1119421-2025-02726. All the additional information going forward will be provided under manufacturer report number 1119421-2025-02726. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified the manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, after intraocular lens implantation surgery, the patient experienced intolerance to multifocal lens. Hence the lens was explanted and replaced with another unspecified lens in a secondary procedure. The clinical reason for explant was mentioned as distance vision insufficient. Additional information was received and stated that the lens was exchanged with another company lens, this extra surgery worsened dry eyes. The patient was struggling with dry eyes.